Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open of close was not confirmed. The entrapment is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of hemorrhage and tissue injury are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the suture became caught in the foot pocket. This likely led to the difficult to open or close and the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from no to yes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of both the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via an 8f sheath hole prior to a thoracoabdominal branch endoprosthesis (tambe) interventional procedure. Reportedly, a proglide was deployed in the lcfa; however, after deployment, the foot of the device would not retract completely and the device became stuck without wire access. The physician forcefully pulled back the proglide device to remove it from the vessel so that the guide wire could be put back through. The sheath was upsized to a 10f to try to stop the bleeding while trying to decide the next move. As there was still significant bleeding with the 10f sheath in place, manual pressure was held proximally to the access site and cut down surgery was performed to the vessel to assess the damage. Vessel damage was noted and a "tiny piece" of the foot of the proglide device was found and recovered. The 10f sheath was left in place in the lcfa. Then the sheath was upsized to a 22f. Once the tambe procedure was completed, the lcfa access site was surgically closed to achieve hemostasis. Reportedly, a proglide was then deployed in the rcfa; however, after deployment, the foot of the device would not retract completely and the device became stuck without wire access. However, instead of pulling the proglide out of the vessel, the physicians decided to cut down to the vessel to minimize damage. This side had significantly less damage than the left side. The physicians were able to cut down to the vessel and remove the proglide device from the artery with minimal bleeding and a lot more control compared to the left side. The sheath was upsized to a 14f and the tambe procedure was completed. Then, the rcfa access site was surgically closed to achieve hemostasis. There was a clinically significant delay in the procedure due to the need for the cut down surgery. There was no reported adverse patient sequela. No additional information was provided.